Event description:
The facility's biomed reported a fail code 530, which occurred during biomed testing. The biomed stated that there have been no reports of any pt incident involving this pump since the last service event.